Event description:
It is reported that on (B)(6) 2013, during a podiatry procedure, the electric pen drive was making a clicking noise. Procedure was delayed approximately 15 minutes while a back-up device was prepared. Procedure was completed using the back-up device with no further problem, no harm to patient. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Additional product codes: dzi, erl, hbe.